Event description:
The customer complained that the ac power light is not on and the battery is not charging. Battery low alarm is on and unit does not charge. There was no report of pt use associated with the reported event.

Manufacturer narrative:
The returned device was evaluated by the failure analysis center. The reported problem was verified. The root cause of the reported problem was determined to be due to a failure of the eos power supply module. The customer received a replacement device.